Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries were replaced.

Event description:
The hospital reported that, during a case, the hospital had a power surge. It was subsequently noted that the machine had a battery failure. The anesthesia machine was replaced. There was no reported patient injury.